Event description:
The customer reported a vent inop condition; post timer/24v failure. No patient involvement reported.

Manufacturer narrative:
Bad (B)(6) 2016. The additional testing performed on this customers returned power supply did not produce any failures. This power supply was tested and no faults were identified.